Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2022-00206. A facility reported that mayfield composite series base unit, standard (a3101) was used for a posterior cervical fusion, and patient slippage occurred which caused laceration to the posterior lateral scalp of the patient. Staples were placed to close the laceration, and different mayfield devices were used to complete the procedure. There was less than 30 minutes delay on surgery. Additional information received indicates that it is unknown if the devices slipped or if it was due to application. Both devices that were involved in the incident are being sent back for evaluation as a precaution due to the patient injury.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The mayfield composite series base unit (a3101) was returned for evaluation: device history record (DHR) - DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: investigation showed that the unit was received without the a3018 swivel adapter. The unit had the transitional replaced due to having worn teeth. The handle had the roll pin replaced due to testing low when put under pressure. General maintenance and cleaning performed and worn components were replaced. Root cause: complaint not confirmed. Repairs could not duplicate slippage due to not having all parts that were involved with the set up. The unit was received without the swivel adapter. Unit required replacement of worn components from routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.